Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
Follow-up report - additional information ((B)(6) 2016). Device evaluation of battery sn (B)(4) was completed. Upon receipt the battery was unable to power on a monitor or charge. Upon evaluation, one of the battery tri-cells was depleted. The root cause of the depleted cell was unable to be positively identified. No adverse event resulted from the defective battery. Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to charge a battery. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem. Device manufacture date: charger: 10/21/2013; battery: 05/01/2012.

Event description:
Follow-up report - additional information ((B)(6) 2016): a us distributor also returned the patient's battery pack sn (B)(4). The battery was unable to power on a monitor or charge. A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.